Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, concentric and heavily calcified tibial artery that was 90% stenosed. A 2.0 x 200 mm armada 14 balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. The balloon was inflated twice at 10 atmospheres. However, the balloon failed to completely deflate and there were several failed attempts to deflate it. Therefore, the device was forcefully pulled from the lesion; however, resistance was felt with the anatomy and the distal shaft separated in the pedal arch. A diagnostic catheter was then used to remove the distal shaft from the anatomy. The balloon was removed partially inflated. There was no adverse patient sequela reported. No additional information was provided.

Event description:
Subsequent to the initial report, the contrast/saline mix used for the armada 14 balloon was approximately 30:70. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported deflation issue and difficulty removing was unable to be confirmed due to the condition of the returned device. The shaft separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the armada 14 instructions for use (IFU) materials required section states: 60% contrast diluted 1:1 with normal saline. Although the mix ratio used in this case differs from the materials required listed in the IFU, it is likely that using a higher concentration of saline would provide a thinner consistency and therefore would be less likely to contribute to the reported deflation issue. Based on the information provided and returned device analysis, a cause for the deflation issue could not be determined. The difficulty removing and subsequent damage is related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.